Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. Additionally, customer also reported a low blood glucose level (bg) of 45 mg/dl. Reportedly, customer overcorrected for a meal via a bolus of insulin. Low bg was addressed by consuming carbohydrates.